Event description:
Results of investigation have concluded that the control unit overheated which makes it a reportable event. It was reported that the device was making a strange noise. It is unknown whether the event happened during surgery and if there was patient involvement. Unknown if there was a delay, if backup was available and how the issue was resolved. No patient injury or other complications were reported.